Event description:
On (B)(6) 2018, leica biosystems received information that two (2) cases involving skin samples were not diagnosable and re-biopsy had been recommended for both patients. On (B)(6) 2018, leica biosystems received patient identifier information for the two (2) patients for whom re-biopsy was recommended. Refer to importer report number 1423337-2018-00004 for details on the other patient involved.